Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, a visual inpsection showed that the helix had been streteched. The helox was distorted/bent.

Event description:
It was reported during the implant procedure that after five positioning attempts, the helix of this lead did not work anymore. The lead was not implanted. No patient complications have been reported as a result of this event.